Event description:
The manufacturer received a voluntary medwatch (mw5103221) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop restrictive lung disease and exacerbation of primary progressive multiple sclerosis, skin irritation and peeling in the face, lung function decreased, contact dermatitis, nose is peeing, raw and painful. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.